Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pt's wife said that straight out of the box the she noticed the adhesive was not sticking on the scrotum-- 6 of the wicks thus far have had the same issue-- requested defective wicks back and sending out replacement order under warranty. Unclear if medical intervention was provided. No additional information provided. Fa, pls send bio haz box. Per customer via email on 14jan2026, it was reported that the lower adhesive was not sticking to my husband's scrotum. I told customer service that I wasn't sure if it was the new box of male external catheters, lot number ngkw0574, or the condition of his scrotum (he has a retracted penis which leaks all the time). She sent us a replacement box and said I would receive a return label to send back the 24 that may be defective. I received the replacement box but have not received the return label (perhaps you could check on that). The new ones don't seem to be working (sticking to his scrotum) so it may just be the condition of his scrotum which has become very sore and he's developed an infection (not from the purewick. Mainly from moisture). We've had to resort to diapers with constant changing and are talking with his urologist about a supra pubic catheter. Unlike a regular catheter that goes in thru the penis, the supra pubic catheter is inserted directly into the bladder through a small incision in the lower abdomen area. Bottom line, I don't at this point think it was a problem with your product.